Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: unknown segmental distal femoral component: catalog#ni, lot#ni; unknown rotating hinge knee tibial tray: catalog#ni, lot#ni. G2: foreign: germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision knee procedure. Subsequently, one month post-implantation, the patient experienced dislocation of the knee prosthesis. The patient underwent revision surgery where it was realized that a bone fragment from a previously addressed fracture remained in the popliteal fossa and caused the dislocation. The bone fragment was removed and the articular surface was exchanged without complication. Due diligence is in progress for this event; to date no further information has been provided.